Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has been experiencing high blood glucose levels (approximately 300 mg/dl). Customer reported occlusion alarms and bruising at the infusion site. Customer delivered a correction bolus to stabilize her blood glucose level.